Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of ceramic tip damaged was confirmed. Based on the results of the investigation, it is likely that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital, (B)(6) (added due to character limitation in respective field).

Event description:
It was reported, the resection sheath had a broken ceramic tip. The issue occurred during reprocessing. There were no reports of patient harm, no delay, and the patient was not under anesthesia.